Event description:
Boston scientific received information that this lead had displayed a gradual rise in both pacing impedances and thresholds measurements starting about one year ago. Out of range impedance measurements were observed six months prior to this date. This lead was capped and replaced with a non boston scientific lead during a normal device change out. There were no adverse patient effects reported.

Manufacturer narrative:
This lead remains implanted surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.